Manufacturer narrative:
(B)(4).

Event description:
This information was received through literature article "a case in which epidural abscess with gore-tex's artificial dura mater was successfully treated without cerebrospinal fluid infection" published in journal of japanese association for acute medicine, (0915-924x)vol 26 no.8 page490(2015.08). On an unknown date in 2000, the patient underwent the treatment of acute subdural hematoma, left caudal hematoma removal and decompression surgery. A gore preclude dura substitute was implanted for dura reconstruction. Five months later, left cranioplasty was performed. On an unknown date in 2015, the patient presented with right hemiplegia and abnormal behavior. Head CT scan was performed and the patient was diagnosed with left epidural abscess. The patient was transferred to another hospital. At the arrival, he presented with right hemiplegia and spoke nonsensical phrases. Head CT scan showed fluid outside the left dura mater. Similar condition was confirmed in MRI. Brain metastases was identified. The patient underwent semi-emergent surgery for abscess removal, and bone valvulization surgery was performed. The next day, gore preclude dura substitute was removed.